Event description:
Based on info reported to davol by the pt: on (B)(6) 2011 - per pt mesh was implanted. Pt stated that she began having a rash two days after surgery. Rash is located all over her body, and it comes and goes. The pt also states that she has felt fatigued since the implant surgery. On (B)(6) 2011 - pt saw surgeon and allergy md. The pt saw the surgeon and requested to have the mesh removed. The surgeon refused to remove the mesh stating that it was most likely not related to the mesh. The surgeon informed the pt that he would only remove the mesh if it was confirmed to be the cause of the rash. Pt continues to see allergy specialist. The allergy md then prescribed cream which the pt refused to use.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt is reported to have developed a rash after implant of a ventralex mesh. However, no medical records, including operative reports or notes from f/u visits with the surgeon and an allergy specialist, have been provided. The mesh has not been explanted. Additionally, a mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the reported event. We have offered to provide a mesh sample to the pt's allergist upon request. To date, to request for a sample has been received. We have also contacted the initial reporter to obtain add'l info. We will submit a f/u MDR if add'l info is received.